Event description:
The device was returned to the service center with a report from the customer contact that there was no air filter assembly on the tubing set. There were no reported adverse patient effects and no reported delay of critical therapy to the patient. No medical interventions were required. However, during verification testing at the service center, it was found that the female adapter and air filter assembly were missing along with the tubing that connects to the upper lid. The sample was reviewed under ultraviolet light. It was found that the port where the tubing for the assembly is connected had solvent around the edge of the port, but not on the inside of the port. The probable cause of the separation was poor insertion of the tubing coupled with an insufficient amount of solvent between the 1 1/2 inch tubing and the upper lid. Due to the handling of the set, the 1 1/2 inch tubing may have been detached.